Event description:
Per the clinic, the patient experienced pain at the magnet site. The magnet was removed on (B)(6) 2022. The implant remains in-situ. It is unknown if there are plans to re-implant the patient with another magnet.

Manufacturer narrative:
This report is submitted on december 30, 2022.